Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was implanted on (B)(6) 2025 and is going back to the or for a revision due to high lead impedance since implant. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned devices. There were no device issues observed in either of the evaluations of the returned devices. No other relevant information has been received to date.

Manufacturer narrative:
H3: device evaluated by MFR? Code 02 - product analysis of the suspect product is currently underway.

Event description:
The suspect device was received and product analysis is underway.

Event description:
Additional information received noting that the high impedance resolved on its own without any surgical intervention. The cause of the high impedance remains unknown. Internal data from the generator was received and reviewed.

Event description:
Voluntary medwatch report submitted by the facility regarding the high impedance and full revision event, uf/importer report# (B)(4).

Event description:
Additional information received noting that the patient was seen with high lead impedance again and has since been referred back to their surgeon. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card received noting the patient underwent a full revision surgery on (B)(6) 2025. Additional information received noting that in pre-op the impedance was high, >9,000 ohms. The surgeon first tried unscrewing the existing lead from the battery with a screwdriver from an accessory pack and screwing the lead back into the battery again. This was tried several times and each time lead impedance was >9000 ohms. Next, he decided to try a brand new sentiva battery. Again, lead impedance was >9000 ohms. The surgeon then decided to do a full revision, replacing the old lead with a new one. A new lead was placed and the impedance was within normal limits, 1162 ohms and then 1040 ohms after closure. Additional information received noting that the suspect device was returned but has not been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #02 report inadvertently left out relevant information regarding the full revision occurring h6 adverse event problem, corrected data: supplemental #02 report inadvertently did not code f1905